Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a pd patient with zona incerta deep brain stimulation "dbs" who had "very high" electrode impedances. The electrode impedance between the contacts were as followed: c-0, 3661 ohms; c-2, 2720 ohms; c-3, 3774 ohms; 0-2, 6244 ohms; 0-3, 7616 ohms; and 2-3, 5705 ohms (which was noted as "high"). The programming on the right side utilized c+ 10-, a pulse width of 60, frequency of 130, and an amplitude 2.2v. On the left side, the programming utilized contacts c+ and 1-, a pulse width 60, a frequency 130, and an amplitude 3v. The electrode impedance on the left side was 1394 ohms between electrodes c+ and 1- and, on the right side, 1361 ohms between electrodes c+ and 10-. The therapeutic impedances included the following: 1331 ohms on the left side, which worked out to a current of 2.2 ma and 1297 ohms on the right side which worked out to a current of 2.015 ma. The entire system seemed to be working fine and there were no reports of sharp stinging/jabbing pain anywhere along the wire. There was no alleged therapy issue. The manufacturer representative inquired if something needed to be done because of the "very high" electrode impedances. However, the technical service specialist indicated the therapy impedances were within normal range; the unipolar pairs were about twice as large compared to the bipolar pairs, indicating a properly connected system; and the contacts that were considered high are not used in the current programming, so they can't have an impact on the patient's therapy. As long as the patient's therapy was still good, the technical service specialist indicated there was no need for additional troubleshooting as of the time of initial report.

Manufacturer narrative:
Please note that sections have been updated at this time. Additionally(B)(4) no longer applies to this report.

Event description:
Additional information reported the patient experienced an infection and had their whole system replaced as a result.